Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3986a, lot# lc1544, implanted: (B)(6) 2004, product type lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an increase in symptoms recently. It was further reported that 2 weeks prior to the report, the patient had intermittent severe right facial pain. The patient checked the device with her programmer and was only seeing one light and it had turned off right away. The reporter was advised if it was just showing the 9v light the stimulator was out. In (B)(6) 2013, the patient¿s physician had ramped up the voltage considerable and then turn it down. The patient was told to be seen 2 years later for a battery check, but everything was noted to be fine at that time. The reporter was advised to check the device with the clinician programmer. It was further reported that the patient was seen on (B)(6) 2014. At that time, the patient was asymptomatic. An impedance test was done and the 0 electrode had impedances greater than 4,000 ohms. The patient¿s device was programmed around that electrode. The patient did not think her programmer was working, so the battery was replaced and all was well. The patient was instructed to call the clinic if the reprogramming did not provide effective therapy.